Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and there was an irrigation issue which was noted after being used on the patient. The vizigo sheath would not properly irrigate. The vizigo sheath was flushed multiple times without resolution. The vizigo sheath was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. Additional information was received on 24-jul-2024. The issue was noted after it was used on the patient. This event was originally considered non-reportable, however, bwi became aware that the irrigation issue was noted after it was used on the patient on 24-jul-2024 and have reassessed the event as reportable. Therefore, the awareness date for this reportable issue is 24-jul-2024.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-jul-2024. The device evaluation was completed on 31-jul-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection, irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed. An irrigation test was performed and it was irrigating correctly, there was no irrigation issues. Also, the dilator was introduced threw the shaft and there was no issue or resistance to advance. A device history review was performed for the finished device number lot 00002598 and no internal action related to the complaint was found during the review. The complaint was not duplicated, and it could not be confirmed. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).